Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as is elitech an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd sedi-40, the device experienced hardware /software malfunction for esr instrument. The following information was provided by the initial reporter. The customer stated: instrument does not work properly. We could not reach the customer today but will try again on monday and send the necessary information after we have talked to the customer. ¿the device does not recognize the fill levels in some measuring positions. Therefore, we suspect that there may be contamination with adhesive residue from the barcode label¿.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-14. H.6. Investigation summary: instrument sedi 40 000121 was returned to the manufacturer for service with respect to the reported defect ¿ unable to detect fill levels. The instrument was evaluated by visual examination and functional testing and it was found that the instrument was malfunctioning. Various components were replaced such as cables, bushings, and the cover plate. After repair the instrument passed all further quality checks.

Event description:
It was reported when using the bd sedi-40, the device experienced hardware /software malfunction for esr instrument. The following information was provided by the initial reporter. The customer stated: instrument does not work properly. We could not reach the customer today but will try again on monday and send the necessary information after we have talked to the customer. ¿the device does not recognize the fill levels in some measuring positions. Therefore, we suspect that there may be contamination with adhesive residue from the barcode label¿.